Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection of the returned device found no obvious defects. A functional test was performed in which solution was pumped through the set at 50 ml per hour; no leakage was identified. Inspection of photographs of the device spiked into a dexmedetomidine vial was performed but was unable to identify any issues with the set. The reported condition was unable to be verified via evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the spike of a clearlink vented continu-flo solution set had a loose connection to a vial of dexmedetomidine, causing a leak. The reporter stated ¿when they spike the vial, the vial actually leaks out, it has loose connection.¿ this occurred before patient use. There was no patient involvement. No additional information is available.